Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that a venotomy closure of the right common femoral vein was attempted using the pre-close technique, via an 8.5f sheath hole prior to an electrophysiology (ep) procedure. Reportedly, the suture was not present when the plunger was removed. The suture of a new prostyle was successfully pre-placed and the ep procedure was completed using the same sized sheath. Hemostasis was achieved with the single, pre-placed suture. There were no adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.